Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation. As no lot number was provided, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer reference number of this case (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a head of zimmer (devices product details unknown) on (B)(6 )2009 on the right side. It is also reported that the patient was revised in (B)(6) 2015 (exact date unknown) due to high cobalt / chrome levels, pseudotumor, allergic reactions and infection.

Manufacturer narrative:
An evaluation of the provided information has been made available. The device history records were reviewed and found to be conforming. The compatibility check could not be performed since no reference number was reported. Review of incoming information: it was reported that the patient underwent bilateral hip replacement in 2008 and 2009. After the implantation the patient suffered from infection and required additional treatment and surgeries. Head and cup of the right hip side were removed on (B)(6) 2015 due to pseudotumor. Additionally to the reported chronic fatigue, the presence of high chromium and cobalt values higher than normal was detected. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) was unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Zimmer (B)(4) considers this case as closed. (B)(4).